Event description:
The customer reported the 2800 system had a "down motion blocked" error code. It was found the footswitch was under the crash and splash, therefore, activating the safety switch preventing the table from damage. No patient injury was reported.

Manufacturer narrative:
The service rep moved the footswitch out from under the table. The system operates as intended.